Event description:
A report was received that the patient underwent explant procedure due to possible infection which the physician believed to be procedure related. Symptoms were discoloration, soreness and warmth at the pocket site. The physician also aspirated pus that came out at the involved site. The patient was hospitalized and was given both oral and IV antibiotics. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.